Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set adhesive had issues and caused the cannula to become dislodged and bent. The patient's blood glucose levels were adversely affected and reported at greater than 399mg/dl. The patient changed the site and delivered correction bolus or administered an injection to address the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2016-00016, 3012307300-2016-00017, 3012307300-2016-00028, 3012307300-2016-00029, 3012307300-2016-00030, 3012307300-2016-00031, 3012307300-2016-00032, 3012307300-2016-00033, 3012307300-2016-00035, 3012307300-2016-00036, 3012307300-2016-00037, 3012307300-2016-00038, 3012307300-2016-00039, 3012307300-2016-00040, 3012307300-2016-00041, 3012307300-2016-00042, 3012307300-2016-00043, 3012307300-2016-00044, and 3012307300-2016-00045.